Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the tip of a passive probe was deformed. A different probe was used to complete the procedure. There was a delay of 20 minutes. No impact on patient outcome.

Manufacturer narrative:
The probe was returned to the manufacturer for evaluation. It was reported that the tip was bent on the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.